Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the product was wet. A leak test was performed on the dialysate side of the device, and a leak was observed from a crack in the welding seam. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 140h, a solution leak due to "the vicinity of the inlet was broken". There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.